Manufacturer narrative:
.

Event description:
It was reported the opus speedscrew implant broke off during a rotator cuff repair procedure. Doctors used extractor tool to remove the anchor. Visual and x-ray inspections were performed to confirm the anchor was completely removed. Another bone hole was drilled to successfully complete the procedure.

Manufacturer narrative:
Visual and functional evaluations could not be performed as no product was returned; therefore the customer¿s complaint could not be verified, nor could a potential root cause be determined with any confidence. It is possible that upon insertion the device was over torqued or levered which can result in premature anchor detachment. The instruction for use outlines warnings and precautionary measures when using the device such as ¿caution: use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Do not lever the inserter handle prior to, during or after insertion as damage to the implant or incomplete insertion may result.¿ there were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.